Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with an unspecified mentor saline breast prosthesis experienced a deflation on an unspecified side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On january 23, 2024, mentor received a confirmed date of explant. Relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 8, 2024, the mentor failure analysis lab received the device for evaluation. Mentor became aware the unspecified device was a 225cc mentor smooth round moderate profile saline breast prosthesis. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant had a crease/fold on the posterior view. In addition, a tear was found within the crease/fold, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).